Event description:
Customer reported that the buttons on the insulin pump were functional but that the display was blank. The blood glucose reading was 173 mg/dl. She stated that there were no signs of physical damage but that there may have been exposure to sweat. She stated that the insulin pump was not dropped or bumped. She stated that the battery compartment was not damaged or corroded and that the battery cap contacts were not missing or damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.